Event description:
This report was rec'd as part of an international pre-PMA 5 year clinical study that was both retrospective and part-prospective in nature. The clinical report indicates that explant surgery was performed due to access port leak. The event was reported to inamed after PMA approval for the device, however the event occurred prior to PMA approval.